Event description:
Global field surveillance received a call from a peritoneal dialysis (pd) nurse on (B)(6) 2010 who reported that on (B)(6) 2010, a transfer set malfunctioned involving a home patient (hp) during use. The nurse stated that the hp was attempting to disconnect from the homechoice (hc) machine at the end of therapy and noticed there was solution leaking out of his transfer set. The hp tried to close the transfer set, but the twist clamp would not close. The hp then placed a minicap on the transfer set to stop the leak and came to the clinic to have the transfer set replaced. The nurse stated that the hp had the transfer set replaced and she followed up with the hp within 24 hours; there was no infection as a result. The hp has since resumed therapy without any issues. The nurse explained that while she was examining the malfunctioning transfer set , she noticed that the transfer set's twist clamp came apart from the blue main body. The nurse still had the sample for evaluation and does not recall the lot number. This writer informed the nurse that a sample retrieval kit should arrive shortly for the transfer set sample. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was requested. If the device is returned for evaluation then a follow-up will be submitted.